Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. Upon investigation, the connector tool would not fit on the left ventricular (lv) lead. A wire could not be put in the lead. The lead would also not flush, and fluid came out around the connector pin. The lead was removed. The patient was stable.

Manufacturer narrative:
The complete lead was returned for analysis with the reported events of green connector tool would not fit, lead would not flush, and stylet/guidewire insertion difficulty. Stylet testing verified stylet was blocked due to blood in the lead inner lumen which would also block flushing. The lead could be inserted into the test is4 connector sleeve with resistance and the test device without any restriction. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot that may have contributed to the reported field events.